Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures and was likely a result of procedural conditions due to the single leaflet device attachment(slda). The mitraclip instructions for use states to use imaging to verify satisfactory coaptation and insertion of the leaflets. Based on the information provided, it was determined that both user error and challenging patient morphology/pathology likely contributed to the slda and there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system device referenced is filed under separate medwatch report.

Event description:
This report is filed because the third deployed clip (60630u131) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 3-4. There were imaging problems with the ultrasound during the procedure (procedure performed without 3d imaging). Due to imaging challenges and poor visualization, leaflet assessment was not satisfactory and the clip was difficult to see. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully in the medial segment. Mr remained grade 3-4. The second cds (60629u104) was implanted medial to the first clip, however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third cds (60630u131) was advanced to stabilize the slda clip; the third clip was placed lateral to the second clip, however, this clip also detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There was no mr reduction. Mr remained grade 3-4. No additional treatment is planned for the patient. No additional information was provided.